Event description:
It was reported that the procedure was not completed. A 2mm x 6cm and 3mm x 6cm interlock were selected for use. During the procedure, it was noted that the coil was extremely hard and would not loop. The procedure was not completed due to this event. No complications were reported, and the patient was stable.

Manufacturer narrative:
Initial reporter address 1: (B)(6).